Event description:
The customer initially reported temp out of range. While on site, the asp field svc engineer (fse) noted that there was oil mist coming from the unit. The customer stated that there were no physical complaints reported. The fse repaired the unit.

Manufacturer narrative:
The fse replaced the oil mist filter and the catalytic converter. He checked the machine parameters and ran a test cycle.